Manufacturer narrative:
Device will not be returned. If the device or additional info becomes available it will be reported on a supplemental report.

Event description:
It was reported that, pt with hoffman lrf frame and broke all wires on distal ring. This is the second time this pt breaks multiple wires on the frame.